Event description:
During follow-up, after implant, the pacing impedance was low and out of range. In addition, no sensing or capture was observed. The atrial lead was explanted and replaced and during visual inspection, the steroid plug at the end of the lead was extended past the end of the lead. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported helix mechanism and steroid plug issues were confirmed. Analysis of the tendril sts lead found the steroid plug had shifted, which can occur during repositioning due to blood and tissue displacing the steroid plug from its normal position. The helix was extended, the helix housing was clogged with dried blood and body tissue, and the inner coil inside the connector region was over-torqued. After the lead was cleaned, and by applying torque directly at the connector pin, the helix extended and retracted properly. The cause of the reported event was isolated to the clogged helix and the over-torqued inner coil. The reported low pacing impedance, no capture and no sensing were not confirmed. Electrical testing did not find any conductor fractures that could have contributed to the reported events.